Event description:
Cook medical reported for the district manager, "per complaint form: during the course of lead extraction, using evolution shortie and evolution, both locking stylets retracted back to the svc area. They were originally seen/felt locked close to distal tip of leads prior to start of extraction procedures. Subsequently, each lead had limited control due to the fact the locking stylets were no longer secure at the end of the leads. During extraction, each lead broke within the heart. In order to remove the remainder of each lead, a procedure was performed using cook's femoral devices whereby the extraction was successful. It is not possible to know if the leads would have remained intact if the locking stylets had also remained close to the distal tip of the lead." "During extraction, each lead broke within the heart. In order to remove the remainder of each lead, a procedure was performed using cook's femoral devices whereby the extraction was successful. The remaining lead sections were retrieved femorally using the needle's eye snare".

Manufacturer narrative:
(B)(4). According to information supplied to trackwise, this product is not being returned for evaluation. As the devices have not been returned for evaluation the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined.